Manufacturer narrative:
During inspection and testing, there was a delay in the display of images and error code e315 (unsupported scope) was displayed. A review of the device history record found no deviations that could have caused or contributed to the image issue and error code. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the delay in displaying the image and error code e315 were caused by breakage of the contact pin of the video connector and failure of printed circuit boards. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Inspection and testing also found that the connector unit was cracked and the pin was damaged. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that, during preparation for use, the image was not available with the bronchoscope connection cable, whereas it could be seen with the camera. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was a delay in the display of images and error code e315 (unsupported scope) was displayed. This report is being submitted for the malfunctions found during evaluation (image delay and error e315). There were no reports of patient harm associated with this event.